Event description:
Patient status post plate and screw implantation returned to surgeon for follow up visit. An x-ray showed the distal locking screws were pulling out of the bone. Surgeon noted revision was for a non union and the patient has very poor bone quality. Surgeon is not removing the hardware at this time. This is one of three reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be completed.